Event description:
The user facility reported that the gold tip of the guidewire had fallen off during a procedure. Follow up communication with the user facility reported the following information: (1) the physician performed lower extremity case and followed normal procedural progression to access the tibial vessels; (2) the wire while navigating the tibial vessels went into a side branch; (3) resistance was felt; (4) the doctor retracted the wire back into the main branch; (5) this is when the physician noticed the gold tip marker was still in the branch but the wire was in the main vessel; (6) the physician continued to retract the wire to validate that the gold tip had fallen off; (7) another wire was used to continue with the case; (8) the procedure was completed; and (9) the patient was reported as in stable condition.

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. A review of the device history record and product release decision control sheet of the involved product code/lot# combination confirmed that there were no production-related problems or no discrepancy in the inspection/test results. A review of the complaint files confirmed the involved product/lot# combination has not been reported previously. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned to manufacturer.

Manufacturer narrative:
As stated in section, this report is being submitted as follow-up #1 for mfg. Report #(B)(4)to provide the return sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the distal segment (including the gold tip marker) had been fractured and missing, exposing the core wire. The separated distal segment was not returned for evaluation. Magnifying inspection of the fracture found that the core wire and the adhesive -like component used to secure the gold tip marker were exposed due to the separation of the distal urethane layer. The urethane layer around the fracture was found to have been whitened and elongated. Electron microscopic inspection of the fracture (urethane layer) found some creases had occurred on the surface. The distal end of the exposed core wire was inspected under electron microscope and found to present the evidence that it had been processed with a dedicated cutting tool in the production process. From this, it is most unlikely that the distal segment of the core wire was missing. According to the specification of this product, the total length of the normal product should be 3000mm. The total length of the actual sample (from the distal extremity of the core wire to the proximal end of the shaft) measured 2998mm. This indicates that the gold tip marker and the distal urethane layer by approx. 2mm in length are missing. The outside diameter was measured on the intact segment and confirmed to be within the specifications, being comparable to those of the current product sample. The lubricity performance was evaluated on the undamaged segment by tactile examination and confirmed to have no anomaly such as catching feeling. A review of the device history record of the involved product/lot# combination confirmed there were not any indications of production-related problems. A review of the product release decision control sheet of the involved product/lot# combination confirmed that there were not any discrepancies in the inspection and test results. A search in the complaint files did not find any other complaint of this nature with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the actual sample while navigated into the side branch, becoming trapped by some object at the distal end, caused the physician to feel resistance. Subsequently, in this state, the device was manipulated while being withdrawn and subjected to a tensile force on the distal segment. This led the urethane layer and the gold tip marker fracturing, resulting in the exposure of the core wire and the adhesive-like component used to fix the gold tip marker. The labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
This report is being submitted as follow-up #1 for mfg. Report #(B)(4) to provide the return sample evaluation results.